Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have damage of the conductor wires insulation at the yaw pulley. There were no material missing and the conductor wires were exposed. The conductor wire insulation was damaged, but the wire was not torn or fully broken. The instrument passed an electrical continuity test. Components adjacent to the damaged wire insulation do not show damage. The complaint regarding exposed wires was confirmed by failure analysis.

Event description:
It was reported that during central processing procedure, the fenestrated bipolar forceps instrument was found to have wires exposed at the tip. The procedure was completed with no reported injury.